Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08715 inches.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 412 mg/dl at the time of the incident and current blood glucose was 164 mg/dl. The customer was treated with insulin drip and shots in hospital. The customer does not allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08715 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.